Event description:
Related manufacturer's reference number: 2017865-2021-30383. It was reported the patient presented in the with syncope. Upon interrogation, it was observed the patient's right ventricular (rv) lead had a high capture threshold and the pacemaker had no low voltage output. The rv lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction - h6 codes for product not returned.

Manufacturer narrative:
Correction: h6.